Event description:
On (B)(6) 2026 patient underwent nine level posterior spinal fixation surgery. Reportedly due to the patient's sclerotic bone an under size 4.5mm bone tap was use to initiate the osteotomy. Intra-operatively the bone tap device fractured at the tip. The surgeon elected to leave the device tip encased in bone and complete the procedure. No patient injury reported.

Manufacturer narrative:
Evaluation of the device confirmed the device is fractured. The tip is missing from the device. No images of the event were provided confirming the device tip was left in patient. The root cause is likely the result of patient anatomy/ osteosclerotic bone (as reported) requiring excessive force and/or result of surgical technique (off axis redirection /excessive manipulation while advancing). The instrument and its tip are a non-surgical grade (non-implantable) stainless steel, is not suitable for implantation and is not intended to remain in the patient. The remains of the returned device were measured and met specification.